Event description:
The customer reported upon setup of the ventilator the battery and mains power led would not light when the device was unplugged, indicating a power issue. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer replaced the power supply to address the reported problem. Applicable final testing was performed per operating specifications.